Event description:
It was reported that a malfunction alarm occurred in a tandem insulin pump. There was no adverse impact to the customer's blood glucose level. The customer decided to use multiple daily injections (mdi) as a backup for insulin delivery. Technical support confirmed the shipping address and provided instructions to put the pump into storage mode before returning it. The customer understood and agreed to return the pump using a pre-paid label within ten days.